Manufacturer narrative:
Imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific that an exalt model d scope was used for the treatment of a biliary obstruction during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the scope image failed. The procedure was completed with another exalt model d scope. No patient complications were reported as a result of the event.